Event description:
The customer called to report blood leaking from the collect pump during the double needle mode treatment procedure at 1276 ml whole blood processed. The clinical services specialist suggested that the customer stop and abort the treatment procedure with no return of blood/product to the pt. The customer agreed. The customer stated that the pt was stable and asymptomatic. The customer stated that there were no alarms throughout the procedure or during prime. Service order, (B)(4), was generated. The customer returned the kit for eval.

Manufacturer narrative:
A batch record review of lot c346 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for complaint category, tubing leak. Tubing leak was investigated through CAPA (B)(4). CAPA (B)(4) was closed. Service order, (B)(4), feedback: the service technician cleaned up the blood on the pump head from the tubing leak, replaced the pump head, and completed the system check out. No further action required. This assessment is based on info available at the time of the investigation. The customer has agreed to return the kit for eval; however, at this time the manufacturer has yet to receive the kit. Once the kit has been received by the MFR, analysis of the returned kit will begin, a supplemental report will be filed when this analysis is complete. (B)(4).